Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. Results of investigation: the carefusion failure analysis technician was able to duplicate the reported issue of motor fault. The motor fault problem was isolated to the power supply assembly. (B)(4).

Event description:
The customer stated that the ventilator was not working properly. It was alarming motor fault. The vent was opened and it was found that the indicator on the turbine drive board did not light. It is unknown if there was any patient involvement.